Event description:
Info received indicates while performing a preventive maintenance check, the technician found the ground resistance was too high.

Manufacturer narrative:
The technician isolated the issue to the power cord although there was no visible damage. He replaced the power cord to repair the bed.